Manufacturer narrative:
Device received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Event description:
The customer reported via phone call that screen was cracked. Blood glucose was 135 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.